Manufacturer narrative:
Attachment: mc donald sumaira, et al. Multicenter safety and efficacy analysis of assisted closure after antegrade arterial punctures using the starclose device. J endovasc ther2007; 14: 498-505. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: pseudoaneurysm. Time of symptoms/ae: during the procedure. The following event was noted during literature review: it was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure of the common femoral after an interventional procedure. Reportedly, the vessel locator did not deploy. A pseudoaneurysm was noted and manual compression was successfully applied to treat it. No additional information was available.